Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12740 - device 1 of 2.

Event description:
Event occurred in the united states. It was reported that patient faced two kinked cannula events on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen for both events. The sets were used for less than one day in both events. Blood glucose levels were high at the time of event. Patient took correction bolus via pump to address high blood glucose. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.